Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Force sensor test error was found in the event history log (ehl). This was likely the error code referenced by the reporter. This error was observed after the medfusion was powered up. The error was being displayed because the main board was not operating as intended. The board on the medfusion pump was improperly assembled by the end user. A user interface issue was therefore established as the root cause. The main board along with a worn plunger cable (from normal wear) were replaced. The pump then underwent preventative maintenance and passed all the functional tests.

Event description:
It was reported that the medfusion pump produced an unspecified error code. No patient injury or complications were reported in relation to this event.